Manufacturer narrative:
Additional narrative: it was reported that the patient experienced dyspareunia, fecal incontinence, recurrent infections and vaginal pain after mesh implantation. The patient underwent revisions/excisions on (B)(6) 2009 and rectocele repair with additional implantation of mesh on (B)(6) 2011 and (B)(6) 2012. (B)(4). Dyspareunia. Fecal incontinence. Rectocele.

Manufacturer narrative:
Resubmission with the correct file number . (B)(4). Additional narrative: it was reported that patient underwent transvaginal excision of posterior vaginal compartment mesh, cystoscopy on (B)(6) 2013 by dr. (B)(6) due to rectocele and urinary frequency.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient had a procedure on (B)(6) 2007 at which time additional mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04041. The same patient is represented in each medwatch.